Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unable to perform displacement test due to broken off reservoir tube lip. Device received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube thread, cracked reservoir tube window, cracked case at reservoir tube window corners, cracked display window and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir connection and the reservoir cannot be locked into place. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.